Event description:
Literature: vergani f, landi a, pirillo d, cilia r, antonini a, sganzerla ep. Surgical, medical, and hardware adverse events in a series of 141 patients undergoing subthalamic deep brain stimulation for parkinson disease. World neurosurg. Apr 2010;73(4):338-344. Summary: the authors reported a single center, retrospective analysis of complications in a large population of parkinsonian patients with a long-term follow-up (mean, 4.6 years). A total of 141 patients underwent bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) between november 1998 and december 2007. In this series, neither seizures nor extradural/subdural hematomas were observed. Reportable event: one patient had a major infection that started from the ipg and rapidly extended along the extension wires. Cultures were negative however, both the ipg and extension wires were removed to achieve infection healing and to prevent intracranial dissemination of the infection. Antibiotic therapy was maintained for at least 3 weeks. This patient was not reoperated because of a poor response on that side to the stndbs. This complication required a longer in-hospital stay for the patient however, the patient did not show significant comorbidity.

Manufacturer narrative:
(B)(4). At this time, no additional information was available, additional information has been requested.